Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the lead wire that was normally attached inside the foley catheter protrude from the catheter. The three-pronged part. Per follow up information received via ibc on 21mar2025, customer confirmed that patient involved but no injury.

Event description:
It was reported that the lead wire that was normally attached inside the foley catheter protrude from the catheter. The three-pronged part. Per follow up information received via ibc on 21mar2025, customer confirmed that patient involved but no injury.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (5) photo samples. The first photo sample shows the overview of the silicone foley catheter. The second and third photo shows the temp sensing wire was close to the surface of the catheter shaft. The fourth photo shows the deflated catheter balloon. The fifth photo shows the inflation valve/cap. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted that the temp sensing wire was close to the surface of the catheter shaft and started to be protruding outward. This does not meet specification per (B)(4) which states "the wire should not be kinked, knotted or broken once is inserted in the lumen". The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.